Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb, gib, and backplane. System operates as intended.

Event description:
Customer reported the collimator iris closed down. No pt injury was reported.